Event description:
It was reported that the coil inadvertently deployed outside of the target lesion, requiring additional intervention. An embold soft 6x60 was selected for use to treat a type two endoleak. The target lesion was mildly tortuous. When the embold coil was inserted, the device began to buckle and was reportedly hard to push. The physician began to pull back the device, at which point the coil snapped and detached. The physician attempted to snare the coil, but the coil appeared to fray and come apart. To prevent the coil from migrating down the leg, a stent was placed across the iliac. The patient was expected to fully recover.